Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from june 5, 2014 - june 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particles were found floating in a small volume intermate. The device was filled with the drug ciprofloxacin. There was no patient involvement. There is no additional information available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.